Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7198986. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200706056, 200706546] noted that did not pertain to the complaint. This was manufactured before expiration dates on packaging. H3 other text : see h.10.

Event description:
It was reported that the expiration date was missing from shelf carton with bd veo insulin syringes with bd ultra-fine needle. The following information was provided by the initial reporter: it was reported that expiration date was not on shelf carton. Consumer wanted to know if syringes were still good to use. Stated, did not see expiration date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, however, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the expiration date was missing from shelf carton with bd veo insulin syringes with bd ultra-fine needle. The following information was provided by the initial reporter: it was reported that expiration date was not on shelf carton. Consumer wanted to know if syringes were still good to use. Stated, did not see expiration date.